Event description:
It was reported that during an unspecified treatment procedure the express vascular ld stent become dislodged in the common femoral artery during a difficult placement. The physician used a 7 fr crossover introducer sheath for vascular access. The pt was taken to surgery to have device removed. Additional clinical info regarding this complaint has been requested.

Event description:
The procedure was an iliac stenting treatment procedure. The pt was asymptomatic during the event. The lesion being treated was a calicified, 90% stenotic lesion located in the iliac artery. The physician used a 7 fr valkan introducer sheath for vascular access, and a bentson j-tip guidewire to cross the lesion. An express ld stent was used to complete this procedure. Pt status is reported as 'satisfactory'.